Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon deployment of the sensor wire, the patient reported the sensor housing and sensor wire detached and fell to the ground. The patient did not report any injury or medical intervention.